Manufacturer narrative:
Concomitant medical products: product ID 37085-95, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the impedances were ran today before a battery replacement and it was found that one pair was low. The caller stated 10/11 pair was 62 ohms. Technical services (ts) reviewed it was likely a short in the extension and the most likely solution was to replace the extension. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the low impedance was not known, however the 10/11 pair went from 62 ohms to 65 ohms intra-operatively, but did not resolve.